Manufacturer narrative:
Patient weight unavailable.

Event description:
A procedure commenced to remove four leads: three right ventricular (rv) leads, and one right atrial (ra) lead due to infection. Using the glidelight device and while attempting to remove the second of the three rv leads, pericardial bleeding was noted. Rescue efforts began immediately, including sternotomy. An atrial/ventricular perforation was detected and successfully repaired. The patient survived the procedure.